Event description:
The customer reported to olympus that the videoscope had a connector defect. It is unknown when the issue was found, and no procedural information has been provided at this time. The device was returned for evaluation and during the device evaluation, a b31 scope communication error was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation the evaluation found that due to damage on the charged coupled device unit and video plug section circuit board a b31 scope communication error occurred, the bending section cover, video connector, video connector case, control unit, up/ down plate, right left plate, switch 1, angulation lever, light guide connector, light guide cover glass, video connector case, and grip had a scratch, the bending section cover adhesive had a chip, and the bending section could not be fixed firmly due to damage to the forceps evaluator lever . The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Corrected h7 and h9 of the initial medwatch as they were inadvertently checked. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely damage to the image sensor unit (e.g., disconnection) or failure of mounted components (integrated circuit (ic) chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling, caused the error to occur. However, a definitive root cause could not be determined. The inspection method for the suggested event is described as follows in the operation manual chapter 3 ¿preparation and inspection¿ 3.8 inspection of the endoscopic system¿ olympus will continue to monitor field performance for this device.